Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the medical issues were not related to the device/therapy. Device remains in patient until scheduled replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's battery had been dead for a year, possibly longer, due to medical issues. Patient also has a vns system for epilepsy. A prm was performed and unsuccessful. Patient would like the stimulator replaced. A battery replacement scheduled for (B)(6) 2019. Patient had made no prior attempts to reach out to field rep for help with battery until now. Physician is aware of situation and will replace the battery. Issue reported to be resolved at this time. No further complications were reported/anticipated.